Manufacturer narrative:
The affected carina device was analyzed via provided information incl. Log analysis and onsite inspection. According to the investigation results a stop of ventilation could be confirmed via the logfile at the reported time. The device alarmed and behaved as specified. The internal inspection onsite found out that the blower was out of place inside the blower unit. It was repaired and successfully tested according to manufacturer specs afterwards. The ventilator carina continuously monitors the status and function of the internal components, sensors and software modules. If a deviation is or a failure of the ventilation is detected in the safety software, carina will give visual and audible alarms. This would be visible in the device log. In case of totally loss of functionality, power fail alarm is activated. An emergency breathing valve allows spontaneous breathing of the patient. Ventilation of the patient with an independent ventilation device may be considered necessary. The risk assessment concerning the reported event does not reveal any new or additional risk with respect to the known risks at the time of product design, during product improvement process and risks to be expected in the frame of the intended purpose, consequently, this is considered within the device safety concept.

Event description:
It was reported that during use, the carina stopped working mid-ventilation on a patient. The battery was charged and unplugged; it started up fine on battery power and held the charge. Customer is afraid it might be a major problem.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that during use, the carina stopped working mid-ventilation on a patient. The battery was charged and unplugged; it started up fine on battery power and held the charge. Customer is afraid it might be a major problem.